Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that injector would not engage properly therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore; a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during surgery, the lens was loaded into the injector but, it wouldn't engage with the lens properly. The lens did not come into contact with the eye. No patient injury was reported and completed by using new lens and injector. Additional information has received and it states that the lens was not implanted and the scheduled procedure completed the same day. In the surgeon¿s opinion, reusable company injector caused or contributed to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).